Event description:
Customer reported an over infusion of IV fluids. The nurse programmed the IV fluids at 100ml/hr and volume to be infused at 1000ml. Customer reported the 1000ml bag completely infused in 6 hours. No patient harm or medical intervention reported. Customer states that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer states that the pump module will not be returned because customer wants to look at event logs himself. Customer confirmed that he does not want an event log review or a device evaluation. Per customer, he performed a rate accuracy test on the device and it passed.